Event description:
It was reported that during a stenting procedure, a hypotube break occurred. A 2.25 x 20mm promus element plus drug-eluting stent was advanced and deployed but upon removal of the stent delivery system, the hypotube separated and the balloon along with the stent remained within the guidecatheter. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).